Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had not used their ins in about 3 years because it did not help them and now the patient wanted to know what needed to be done for them to get an MRI. The patient noted the ins had been off for so long they could not charge it. The patient noted the trial worked perfectly but once the ins was implanted the therapy could not hit the spot they needed it to hit. The patient noted maybe the pain had moved but they had worked on the therapy for over a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the trial worked perfectly, but since she had the implantable neurostimulator (ins) implanted, she hasn't been able to get the stimulation to hit the spot where she needs it. Patient said she met with the health care provider (hcp) about getting the ins taken out since it didn't work, but decided not to because she didn't want to go through the surgery. Patient mentioned that because of the ins not providing therapeutic effect, she stopped using/charging the implant, so she hasn't used the ins in about 2.5 years. Patient indicated that she was in a car wreck, and needs an MRI of her left shoulder but needs the ins turned back on first and put into MRI mode-patient hasn't tried to connect to the ins in over 2 years. She mentioned she had an MRI on her lower back and they confirmed that it was not related to device/therapy) before when ins wasn't charged and the manufacturer's representative (rep) charged it up for her 2.5-3 years ago and put it into the "safe" MRI mode. Patient said she has been trying to meet with a rep to get ins turned back on again, but has not been able to set anything up yet for a couple weeks, patient first contacted the rep regarding getting ins charged again at least 2.5-3 weeks ago. Options for MRI mode or MRI eligibility sheet were reviewed for the patient, but she said she would rather have ins charged and put into MRI mode. Patient was then redirected to hcp office to try and get in touch with another rep, but patient said hcp office only gave her the one number. An email was sent to the rep to further assist the patient.